Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the steerable guide catheter (sgc) a small effusion was observed. The sgc and clip delivery system (cds) were inserted, but it was observed the effusion worsened. The physician did not know if the mitraclip devices worsened the pericardial effusion. Therefore, the devices were removed and pericardiocentesis was performed. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion was unable to be determined. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.